Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) has no resilience and deformed when the package was opened.

Event description:
The customer reports that the doctor found the swg (spring wire guide) has no resilience and deformed when the package was opened.

Manufacturer narrative:
(B)(4). The customer returned an open cvc set with a guide wire and other various components for evaluation. The straightener tube and cap were returned but not attached to the rest of the assembly. There were no evidence of use on any of the returned components. The guide wire was observed to have a single kink towards the distal end of the body. During normal assembly, the kinked portion of the guide would have been located inside the protective hoop, protecting it from damage. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink is the guide wire measured 174mm from the distal tip. The overall length of the guide wire measured 599mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured .800mm which is within specification of .788-.826mm per product drawing. The guide wire was advanced through the returned ars and returned catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. During normal packaging, the portion of the guide wire that kinked would have been located inside the protective hoop, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.